Event description:
It was reported that, following the death of the patient with this implantable cardioverter defibrillator, the patient's spouse called and implied that the device was not operating as intended. She stated that the patient had a heart attack and the device has a defibrillator. Additionally, she indicated she believed that the remote monitoring system should have notified someone of patient status during the heart attack. A technical services consultant provided education on how that system operates and explained it does not continually monitor the patient. The advocate also noted that the patient was positive for covid-19 but did not provide any other details.